Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications reported and the patient was good post procedure.